Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an inaccurate high result on the subject meter compared to a laboratory device, performed within 10 minutes of each other. No results were provided for either device, but the reported claimed that the result on the subject meter was "3.8 mmol/l" higher than the lab. This complaint is being reported because the results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.